Event description:
The customer reported elevated myoglobin quality control result involving unicel dxi 800 access immunoassay system. The customer stated, the issue surfaced after the unit was serviced. The customer reported system check had failed the unwashed percent coefficient of variation (cv). The elevated quality control result did not have clinical impact. There was no pt impact associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on 09/25/2008. The fse completed type 1 hardware eval including high sensitivity foam/no foam testing. No foam results met specifications, but the foam test failed due to high filters across the pipettors. The fse completed and verified alignments for the sample and reagent pipettors. The fse repeated foam/no foam testing which failed when performed the aspirate probe drain test. The fse identified probe #1 and #2 drained at slower rate. The fse replaced the peri-pump tubing - all probes drained correctly. Hs foam testing and system check testing met specifications. The fse completed repair verification per established procedures and all results conformed to the manufacturer's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-03029.